Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead failed dft testing during original implant. The rep noted that the lead was placed high up on the septal wall with little contact with the heart tissue. Physician elected not to move lead tip down into the apex of the rv. One day later, the physician explanted and replaced the lead, placing the new lead into the apex of the rv. No further issues were reported. Should additional information become available, this file will be updated.